Manufacturer narrative:
Additional information; g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Event description:
During preparation for an av node procedure with a permanent pacemaker implant, with the patient in the room, there was a communication issue with the workmate computer resulting in cancellation of the procedure. The workmate computer was not communicating with the amplifier.